Event description:
It was reported that a sprung reservoir (part # fx841t) was to be implanted during a procedure performed on (B)(6) 2022. According to the complainant, prior to the procedure, liquid was not able pumped through the reservoir. The complaint device was returned to the manufacturer for evaluation. No patient involvement.

Manufacturer narrative:
Investigation: visual inspection: no abnormalities were detected during the visual inspection prior to the permeability test. After a negative permeability test, the peritoneal catheter was disconnected from the reservoir and visually inspected again. A narrowing of the peritoneal catheter in the area of the kink protection was detected. Permeability test: a permeability test has indicated that the sprung reservoir with peritoneal catheter has a blockage. To verify the reason for the product not being permeable, the reservoir was separated from the catheter and the components were tested individually for permeability. To test the catheter for permeability, it is connected to the test catheter using a connector. As a result of the connection with the connector, the narrowed area was widened and therefore the peritoneal catheter is basically permeable. Retrospectively, we are unable to determine how the deformation of the silicone occurred. Based on our test documentation, no deviations could be detected during the permeability test prior to shipment of the product. The sprung reservoir is permeable and showed no abnormalities. Result: based on our investigation, we confirm the initial occlusion in the product at the time of our investigation. After disconnecting the two parts, a narrowing of the peritoneal catheter could be detected. Both components were permeable after testing for themselves. Retrospectively, it is not possible to determine how the catheter changed, therefore a credit note is issued as a gesture of goodwill.